Event description:
It was reported that the home patient (hp) had a system error 2240 (air in line) on the homechoice (hc) device during dwell four of five, while the hp was connected. During troubleshooting, the technical service representative (tsr) found no issues with the setup. The tsr then explained the alarm and had the care giver (cg) clear it so the door could be opened to unload the cassette and bags. It is unknown if the hp continued therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.